Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After investigation it was determined this event was previously reported under MFR. Report#: 1627487-2015-25151.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation. X-rays revealed a possible lead fracture. In turn, the patient underwent surgical intervention. Intra-op lead diagnostic testing identified high impedance measurements. As a result, the physician explanted and replaced the lead. Effective therapy was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further investigation, the event was previously reported under MFR. Report#: 1627487-2015-25151. New and additional information will be filed under 1627487-2015-25151.